Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances. Lead fracture was confirmed visually. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported lead high impedance issue was confirmed. Microscopic inspection of the returned lead identified all internal broken wires in the lead body. This is consistent with the observation made in the field.